Manufacturer narrative:
(B)(4). The user facility's biomedical technician discovered the issue during testing of the unit. Data logs were returned to the manufacturer on january 22nd, 2018. The field service representative (fsr) replaced the oxygen (o2) sensor and the epgs calibrated properly. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the electronic patient gas system (epgs) would not calibrate. There was no patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed through the data log analysis. Per data log analysis on 07-mar-2018, on (B)(6) 2018 each time calibration is attempted on the gas system, calibration failed with "o2 sensor out of range at calib". Each failure shows the sensor voltage is low. A power cycle does not correct the issue. During laboratory analysis, the product surveillance technician (pst) observed the oxygen (o2) sensor to function normally throughout the evaluation. The pst installed the returned o2 sensor into a lab use electronic patient gas system (epgs) and connected the epgs to a system 1 simulator and central control monitor (ccm). He then connected the epgs to o2 and air, entered a perfusion screen on the ccm and waited the 15-minute warm-up period. Calibration was initiated and passed. The measurement of the direct current (dc) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.45 volts which is within the specification of .55-2.758 volts. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.